Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.